Event description:
A physician reported that following a cataract surgery with intraocular lens (iol) implant procedure, deposits (possibly haze) was observed one month post-surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).